Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experience an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high", however, a specific bg value was not provided. Reportedly, the customer did not administer enough insulin to address a meal, resulting in an elevated bg level. A correction bolus was delivered to address bg level. The customer reverted to manual injections for insulin therapy.